Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Healthcare professional reported " took several attempts to open from the packaging. The scrub tech eventually had to cut the paper". This record is for the right side. Device remains implanted.